Event description:
A copy of the medwatch report from FDA was received, which states "nurse identified that the chemotherapy was infusing at a higher rate than programmed. A new alaris pump was brought in to continue treatment, and the original pump was sent to biomed for evaluation. Biomed confirmed that the correct program had been sent prior to administration". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "nurse identified that the chemotherapy was infusing at a higher rate than programmed. A new alaris pump was brought in to continue treatment, and the original pump was sent to biomed for evaluation. Biomed confirmed that the correct program had been sent prior to administration". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.